Manufacturer narrative:
Investigation into the complaint showed the mandible cutting guide was properly designed to the virtual surgical plan. Upon further investigation, it was determined that the surgical plan was altered by 3d systems commercial partner and not communicated to 3d systems. The virtual plan was not updated to reflect the new osteotomy path. As a result, the prosthesis did not initially fit to the patient's anatomy.

Event description:
While utilizing a vsp mandible cutting guide, the surgeon indicated the planned osteotomy did not match the osteotomy that a temporomandibular joint prosthesis was design to. The surgeon reported a 90 minute delay as a result of the discrepancy.